Event description:
It was reported that during the initial implant procedure, low r-wave amplitude was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.